Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration and high impedances on the lead. The patient underwent a lead replacement procedure wherein a paddle lead was implanted, and the patient was doing well postoperatively. The explanted lead was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.